Manufacturer narrative:
Evaluation: results: the DHR could not be performed, because, the lot number was unk. The sample was not available, therefore, the complaint could not be confirmed. Conclusions: no evaluation will be performed. If the sample becomes available, the investigation will be re-opened.

Event description:
The event is reported as: a friend of an employee of teleflex informed the employee that while visiting her father's bedside, she noticed fluid leaking onto the floor from a chest drainage device with teleflex's name on it. The father expired on (B)(6) 2011, but not due to complications from the chest drainage device. The pt had multi-organ failure following emergency surgery. No further info is available.